Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 2015) has been confirmed. As received, the monitor would reset at splash screen. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/15/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor and reported that the monitor displayed a service code 205.